Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). The rep reported that the ins was being replaced because it was completely dead. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 21-jun-2016, UDI#: (B)(4), product ID: 3777-75, serial/lot #: (B)(4), ubd: 23-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The rep reported that the patient had a fall she didn¿t tell anyone about and the leads migrated. The rep noted that the patient and healthcare provider (hcp) agreed to change the ins. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the fall was discovered in the operating room. The surgeon and patient decided to leave the leads and continue the therapy with the new battery because they still had good electrodes to work with. It was noted that the patient was continuously happy with the therapy and new unit. No further complications were reported/anticipated.